Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon was not contacted for additional information at the request of the consumer.

Event description:
One month following intraocular lens (iol) implant surgery, a consumer reports blurry near and distance vision. At the consumer's request, the surgeon was not contact for additional information.